Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted. First lead information: brand name: evoke cap12 percutaneous lead kit - 60 cm (us), model: 102878, catalog: 3008, lot/batch number: 9017125818, UDI: (B)(4), manufacture date: 21march2024, expiration date: 21march2026. Second lead information: same as the first lead.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported unintended stimulation following the use of a heating pad over the evoke closed loop stimulator (cls). The patient also experienced unintended stimulation during an impedance check. An x-ray confirmed migration of two (2) leads. The patient also reported a prior fall, which was not caused by or attributed to the evoke scs system, after which a magnetic resonance imaging (MRI) scan was performed. Saluda representatives were not aware of this MRI procedure at the time it occurred. It was confirmed that the MRI was not performed in accordance with the evoke scs system MRI guidelines. A revision procedure was performed, and the evoke scs system was replaced to resolve the reported event. It was noted that non-saluda anchors were used to secure the migrated leads.